Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The location of the reported device was not provided; however, when information is received the investigation will be completed. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in an unspecified vessel with a 6.0 x 40 mm absolute pro self-expanding stent system (sess). Reportedly, during removal of the sess from the anatomy, the resistance was met with the non-abbott 6f introducer sheath and could not be removed. Therefore, the sess and the introducer sheath were removed from the anatomy as a unit. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspection was performed on the returned device. The reported difficulty was confirmed. Based on the returned analysis, the difficulty removing was due to the distal ID of the introducer sheath being slightly smaller than the od of the base of the tip. It is likely that during advancement there was slight drag between the base of the tip and introducer sheath and after the stent was deployed and the tip was exposed, the base of the tip was unable to pull back through the smaller introducer sheath. The product label for this absolute pro indicates a recommended minimum ID introducer sheath of 6f (2.13mm/0.0839). The ID of the introducer sheath used in this case was (0.082), which is the likely cause for the difficulty. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no similar incidents. The investigation determined that the reported difficulty was due to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information received states that the lesion was in the non-calcified superficial femoral artery and that there were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.